Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation -(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient had poor blood sugar control since (B)(6) 2012. The reporter stated that the patient missed ten days of school and was sent home twice from school with hi blood glucose (bg) level s with ketones and nausea. The reporter stated that the bgs have been chronically elevated and thinks its related to multiple issues over the past several months. The reporter stated they met with the diabetes educator on the pump. The reporter (also the father) admitted they are dosing the patient by old method of calculating when the patient was on manual dose injections. The reporter stated that the patient is not using advanced features and father admits they may have not been dosing him correctly for elevated bgs. The father admitted that he needs to keep better logs on the pump and patient needs to check bg more often. The father admitted that the patient uses his buttock area for the past year and the he is doing a good job of rotation and changes out every 3 days. Customer support (cs) was unable to confirm any of the settings in the pump because the pump has a cs alarm that will not clear. The reporter stated that they are not using advanced features or insulin on board settings. This report is being made due to the alleged hyperglycemic event the patient experienced due to an alleged history settings.